Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2013-00008 under a different manufacturing site. (B)(4). The abbott field service representative (fsr) recommended that the customer replace the wz probes. After replacement the customer confirmed that there were no further discrepant results observed and the issue was resolved. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Event description:
The customer stated that the architect i2000 analyzer generated a false positive troponin result. The sample was repeated in duplicate and negative results were generated. There was no report of impact to patient management.